Manufacturer narrative:
Investigation summary: one sample was received and tested by our quality team. The set was separated between blood filter and tubing with substantial blood residue present on set. This verified customer's complaint immediately. The set was analyzed under microscope and there was evidence of lack of solvent. The manufacturer was contacted and they found the root cause to be incorrect application of solvent by the operator when joining the blood filter to the tubing. There has since been a quality alert to better educate operators on proper assembly. There were 4 possible lots for this set-23055220 (prod 12may2023), 23055249 (prod 15may2023), 23055386 (prod 17may2023), 23055387 (prod 19may2023) for the 2477-0007 model. All four lots totaled (B)(4) units and none had any relative quality alerts/ issues.

Event description:
No further information.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that bd alaris pump module smartsite blood infusion set tubing fell apart and leaked. The following information was provided by the initial reporter: tubing fell apart. Response received 06 sep 2023: are you able to provide the batch number for the defective tubing? I do not have the batch number. Was there any leakage occurred due to the incident reported? The tubing came apart, so there was a significant leak. How was the patient outcome? Are there any clinical signs, health consequences or impact? The patient did not suffer ant health consequences. Did the event involve an urgent/life threatening medical situation? It did not. Did the event cause permanent impairment of a body function? It did not. Did the event require medical or surgical intervention? It did not. Did the event cause permanent damage of a body structure? It did not.